Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced both r-wave undersensing and t-wave oversensing that led to false atrial fibrillation (af), tachycardia, bradycardia and pause episodes. It was further reported that noise was observed in some atrial fibrillation (af) and tachycardia episodes. The icm was re-programmed and remains in use. No patient complications have been reported as a result of this event.